Event description:
The procedure performed laparoscopically. According to the surgeon, the device was turned 3/4 counter-clockwise revolutions to open the device. The surgeon reported that there was adequate mobilization in the tissue. The tissue donuts looked decent, but torn on distal end. The surgeon is a long time user. The current status of the patient is satisfactory. The colostomy is permanent due to the tear in anastomoses and not enough remaining rectal tissue.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A review of the instructions for use was performed and specific details are provided for device removal. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a colon resection procedure, the surgeon was performing the anastomosis and the stapler was fired and formed a good staple line. He made a 3/4 turn to open the device the surgeon then had trouble removing the stapler from the rectum. He spent several minutes trying to remove the stapler. He opened the anvil more to see if it would release. Once the surgeon was able to remove the stapler, he noticed that there was a tear in the anastamosis. The surgeon had to place a colostomy bag since there wasn't enough tissue in the rectum remaining.

Manufacturer narrative:
V. : information was not provided by contact. The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device; open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.